Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they saw a warning power on reset (por) the past monday, (B)(6) 2019 when they were trying to turn the ins off for an EKG. The patient stated they could not control the device. The patient mentioned recent emi environmental exposure, mentioning an EKG and they had been in the hospital for the last week. They were redirected to their healthcare provider. They stated they would see the doctor the following week to reset the ins. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the hospitalization was for an unrelated cause. They stated that they were setting up for an EKG and when they attempted to turn the device off it was ¿already deactivated¿. The stated that the cause of the por was ¿large field of electromagnetic waves?¿. On may 15, the urologist attempted to connect and reset the ¿machine¿ but received an alert that the battery was dead. The urologist confirmed this by contacting the manufacturer on the same day. There were no further complications reported or anticipated.